Manufacturer narrative:
(B)(4). Unit passed basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.